Manufacturer narrative:
Investigation under (B)(4) is on going. (B)(4). Visual inspection of the lens showed surgical residue and one haptic was torn. Cartridge was not returned to be evaluated.

Event description:
The surgeon attempted to implant a silicone lens model aq2010v and was damaged. The lens was not implanted and there was no patient contact. The facility believes the lens was damaged by the cartridge.